Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-70, serial: (B)(4), batch: 7055716.

Event description:
It was reported that the ipg was causing discomfort to the patient. The patient underwent an explant procedure wherein everything was removed. The explanted device components were discarded.